Event description:
Affiliates reported that fluid did not flow through the device. As a result of a lumbar puncture was performed. The patient was reported to have developed meningitis. Due to this condition, the device needed to be replaced. Additional information from the affiliate explained that the doctor thinks the lubar drainage caused meningitis and that the device was removed due to underdrainage.

Manufacturer narrative:
The investigation did confirm a flow problem. The valve did not control the flow as expected. The serial number of the valve was found, the lot number was cggcn5 and the product code. The valve was tested for programming and flow before being sent to the investigation site. The valve passed these tests successfully. Therefore, the product was sent to the investigation site for evaluation. The valve was on position 60 mmh2o when received. The device was returned with its peritoneal and ventricular catheters. They were tested for flow. No occlusion were noted during the flow test that uses light syringe pressure to establish if any occlusions are present. The valve was also tested for flow. No occlusion was noted. The valve was then tested for pressure. The valve failed the pressure test. A slight over drainage was noted. The valve was examined under microscope at appropriate magnification and it was dismantled. A thin layer of biological debris was noted on the ruby ball surface. Some debris was noted in the ruby ball seat. It was the likely root cause of the slight over drainage noted. The debris noted in the pressure control mechanism interfered with a proper seating of the ruby ball on its seat. It is also possible that the presence of debris in this aspect of the device could lead to under drainage as initially reported by the customer. Review of the history device records confirmed the valve conformed to the specifications when released to stock in june 2006. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this or similar complaints. At the present time, this complaint is closed.